Event description:
The complainant alleged that during a training/inservice. The device would not capture or display pacing markers. The complainant indicated that there was no pt involvement in the reported malfunction.